Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. The customer's blood glucose reading was 122 mg/dl at the time of incident. Troubleshooting advised customer to monitor blood glucose and call again if display still blank. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. However, power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue connector. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. The device was received with stained serial number label, minor scratched display window and case.